Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, at the time of surgery, the speed of pushing out the lens was abnormally slow. There was no impact on the iol and the patient's eye, and the iol remained in the patient's eye as it was. Procedure was completed on the same day. Additional information has been requested but is not available at the time of this report.